Manufacturer narrative:
Corrected data: method code: 4110 should be removed as it is not applicable. Result code: 213 should be corrected to 114. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.50/2.0/070 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. The reporter indicated the lens was removed on (B)(6) 2018 due to cephalgia psychological reasons. Reportedly patient believes "that the collamer material of the lens causes cephalgia/trigeminal neuralgia. Treatment for "remaining cephalgia, neurological consultation, trigeminal neuralgia. Cause of the event is reported as patient related factor.